Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer felt ill. The customer had nausea and was vomiting. The cause of the event was not determined by the md. In addition, the programming and histories were accurate. The customer had had a blank display and was receiving an alarm. Troubleshooting was done and the pump tested ok. It was indicated that the customer was educated on the alarm and to follow the two hbg rule.